Event description:
(B)(4). It was reported that following a coronary artery treatment procedure, the patient experienced a myocardial infarction (mi). The target lesion was located in the proximal right coronary artery (rca) with 90% stenosis and was 20 mm long with a reference vessel diameter of 3.7 mm. The physician treated the lesion with pre-dilatation and placement of a 3.50 mm x 32 mm ion stent. Following post dilatation, residual stenosis was 0 %. The patient was discharged on aspirin and clopidogrel. In (B)(6) 2013, the patient presented with recurrent chest pain and was hospitalized on the same day. The patient's cardiac enzymes were found to be elevated and the site reported an event of non q-wave mi (peak troponin I=0.047 ng/ml, uln=0.090 ng/ml) with no ischemic symptoms observed. There was 80% restenosis of the previously placed study stent located in the proximal rca. There was incomplete revascularization as there was inadequate vessel for graft in the proximal rca hence 2 x coronary artery bypass grafting with lima to lad and svg to pda was carried out in r-pda. The event was considered recovering/resolving, and the patient was discharged on aspirin.

Manufacturer narrative:
Patient identifier: (B)(4). Device is a combination product. Device evaluated by manufacturer: the device was not returned. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).